Event description:
Roller clamp on IV closed during transfer from o.r. To pacu. Blood backed up into tubing. While irrigating tubing at proximal stopcock, the covering on the injection port of the extension tubing popped out causing IV fluid to spray over caregiver.